Manufacturer narrative:
H.6. Investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned sample and photo and a bent non patient end of cannula was observed. No issues were observed with the patient end of the cannula. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see section h.10

Event description:
It was reported that the needle broke off on the non patient end during use with a bd pen ndl 32ga 4mm 14bag 700case jp. The following information was provided by the initial reporter, translated from japanese to english: the needle npe broke during use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle broke off on the non patient end during use with a bd pen ndl 32ga 4mm 14bag 700case jp. The following information was provided by the initial reporter, translated from (B)(6) to english: the needle npe broke during use.